Event description:
A peritoneal dialysis pt's husband has reported the following incident: when attempting to drain, it will start draining and then begin to alarm. This occurred multiple times causing the drain time to be over an hour. The pt was called for add'l info and the following was learned: shortly after the initial episode of (B)(6) 2010, the pt experienced abdominal pain and cramping. The effluent was clear with the exception of a small piece of fibrin. The pt was diagnosed with peritonitis and was admitted to the hospital on (B)(6) 2010. The pt was discharged to home on (B)(6) 2010 and continued receiving ip antibiotics. She has since recovered from the event and continues with peritoneal dialysis. A sample is available for eval.

Manufacturer narrative:
(B)(6). Note: in the absence of a leak, it is difficult to connect an episode of peritonitis with the cassette. Difficulty with draining in and of itself should not result in an increased risk of peritonitis unless it led to non-sterile disconnect from the pd cycler which is contrary to standard technique.